Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -1.75 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to significant reduction of irido-corneal angles and the problem resolved.

Manufacturer narrative:
H3- device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).